Manufacturer narrative:
The referenced report of previously reported gastrointestinal bleeding is captured under medwatch MFR report#2916596-2018-00833 the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 7 months. A direct correlation between heartmate 3 left ventricular assist system and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the device.the heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. In addition, this IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient for gastrointestinal bleeding (gib) management. The patient started having diarrhea and then complaints of blood in stool. A drop in hemoglobin from 10.2 g/dl to 7.4 g/dl over a 2 week period was observed. The patient had also noted some low flow alarms at home. The patient was taken to the emergency department on presentation to clinic so that transfusion and work up could start immediately. The patient has been feeling well and more active until (B)(6) 2018. The patient¿s anticoagulation had been stable except for bump up to 3.2 on (B)(6) 2018. Colonoscopy was performed on (B)(6) 2018 and revealed tortuous left colon. Blood throughout the colon, 2 separate adjacent very minor arteriovenous malformations (avms) bleeding medial wall hepatic flexure plus an adjacent area with some adherent blood, all cauterized were observed. The patient had history of previous gi admission. No additional information was provided.

Manufacturer narrative:
The following information was inadvertently omitted from the initial medwatch report: the initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01524. This report is being submitted as additional information. Section methods, results, conclusion codes: corrected data. No further information is available. The manufacturer has closed the file on this event.